Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging all the keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 08/04/2014-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad cover was found to be intact. Evaluation revealed that all of the keypad buttons were intermittently responsive. The keypad cover was removed and contamination was found under all of the key contacts. Unrelated to this complaint, the display screen was found to be dim and discolored. Also unrelated to this complaint, the cartridge cap was observed to be torn. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.